Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture and seroma a are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: visual analysis of the returned device identified: weight to the specification, deformation, crystalline in the gel, wear abrasion and crease fold. Cloudy appearance was observed after autoclave disinfection process. Based on the device analysis the final assessment is no issues found related with the manufacturing process. The reason for reoperation is rupture, pain, seroma-late and capsular contracture baker grade IV. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side "is broken", "has really bad pain", "is encapsulated grade IV", and "there is liquid in the left breast". Device was explanted.